Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.